Manufacturer narrative:
Of the 10 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 10 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 088 issue. These reports were received from various sources. The patients associated with this allegation ranged from 136-217 pounds and between 6 and 64 years of age. Of the reported patients, 6 were male, 4 were female, and were unknown.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there was 1 instance of a cs 088 failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.